Event description:
It was reported that this patient was lost to follow-up and had not been interrogated since (B)(6) 2017. At a recent interrogation, the right ventricular (rv) lead pace impedance was greater than 2500 ohms. The pace impedance appeared to have started to rise in (B)(6) 2018. Rv threshold had also increased from 1.3 volts(v) at 0.5 milliseconds (ms) to 2.3 v at 1.0 ms. No noise was seen on the lead. The plan for the patient is not yet known. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that this patient was lost to follow-up and had not been interrogated since (B)(6) 2017. At a recent interrogation, the right ventricular (rv) lead pace impedance was greater than 2500 ohms. The pace impedance appeared to have started to rise in (B)(6)2018. Rv threshold had also increased from 1.3 volts(v) at 0.5 milliseconds (ms) to 2.3 v at 1.0 ms. No noise was seen on the lead. The plan for the patient is not yet known. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported that this rv lead was abandoned surgically and replaced, as a result of the pace impedances greater than 2500 ohms. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.